Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two years prior, the right ventricular (rv) lead was replaced due to high thresholds. Now, the current rv lead pacing impedance jumped to high values and noise was observed as non-sustained ventricular tachycardia with artifacts. The current rv lead was extracted and the previous rv lead could not be extracted as it was broken at the superior vena cava (svc) coil. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.